Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post-implant the right atrial (ra) lead and right ventricular (rv) lead dislodged. The leads were repositioned but during repositioning the implantable pulse generator (ipg) rv setscrew came loose when disconnecting the leads. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.